Event description:
The customer reported the ventilator failed the extended self test (est) due to exhalation flow outside range. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The customer replaced the exhalation flow sensor to correct the finding. The exhalation flow sensor was installed into a test ventilator for failure analyis testing. During testing, the ventilator alarmed vent inop due to a flow sensor failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer did not report the occurrence during any previous usage. Visual inspection of the exhalation flow sensor revealed contamination on the thermistor.

Manufacturer narrative:
Exhalation flow sensor